Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged couple device was broken and pixel shift was incorrect. Based on the results of the investigation, it is likely the following led to the malfunction: the charged couple device broken was broken and therefore the pixelshift was incorrect was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had rainbow colors appeared in the image on the monitor of the rigid video laparoscope and there were crystals in the image. There were no reports of patient harm.